Manufacturer narrative:
Initial and final MDR 1909415- MDR 3003442380-2024-13408- device 2 of 2. Patient country : (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced two infusion set was fell off during use on (B)(6) 2024. The event occurred within a few minutes to 2 hours of insertion. Patient was replaced infusion set and resumed insulin successfully. No further information was available.